Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent. It was reported that the patient suffered an mi approximately 24 months post the index procedure.